Event description:
Customer reports, davis and geck grasper being used to grasp the gall bladder in a laparoscopic procedure. The tip broke off. X-ray was required to locate the broken tip. The tip was retrieved laparoscopically with no injury to the pt. The surgery was delayed for approx thirty minutes.